Event description:
Customer reported via phone call that they dispatch to emergency room due to low blood glucose level. Customer's blood glucose value was 22 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for low blood glucose it was unknown the symptoms related to low blood glucose. It was unknown using insulin pump system within 48 hours of reported low blood glucose event. It was unknown auto mode on or not at the time of low blood glucose. The customer will discontinue the use of device

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.